Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of the medical records the patient was revised to address metallosis and pain . Operative note reported some turbid fluid, large proliferation of metallosed synovial tissue. Synovectomy were performed removing metal stained synovial tissue. There was some bone defects. Doi: (B)(6) 2009. Dor: (B)(6) 2020. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Updated: h6 (clinical codes) blood heavy metal increased was updated to metal related pathology (e1618). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.